Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated and there was no magnet response. In november 2005, the measured battery data was 2.72 v, 17 ua, 2 kohms with an estimated remaining longevity of approximately 31 months.